Manufacturer narrative:
Initial report ref to natus (B)(4). Per (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 5.12 stopcocks: broken, cracked/fractured luer fitting effect (harm): delay in patient treatment, csf leakage and over drainage of csf residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to CAPA 005781. Further investigation to be carried out.

Event description:
Nt821731c - broken drain. The arm on the stopcock between the drainage chamber and the drainage bag broke off. The drain was replaced, and the broken drain was discarded.

Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). No lot number information provided by the customer. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Complaint history review/trend analysis: (24 months review and percent of sales) 50 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Risk management review: a review of (B)(4) medical device hazard analysis (rev 10), identifies the hazard situation as "5.12 stopcocks: broken, cracked/fractured luer fitting." The risk level is considered moderate. Based on complaint of "broken drain" this determination is based on the information received from the customer. Root cause/failure investigation: the customer did not return the device for evaluation or provide further information on the failure. Devices are fully tested prior to release of product. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c - broken drain. The arm on the stopcock between the drainage chamber and the drainage bag broke off. The drain was replaced, and the broken drain was discarded.